Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and recall. Device has been explanted and replaced with a non-abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and recall. Healthcare professional later reported capsular contracture, baker grade iii. This is for the right side. Device has been explanted and replaced with a non-abbvie product.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "recall". Later healthcare professional provided capsular contracture baker grade as "3". This is for the right side. Device has been explanted and replaced.